Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer could not recall the blood glucose reading. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the prime test twice. Advised the caller that the insulin pump would be replaced. The caller also stated that the customer has scar tissue. Advised the caller to have the customer visit her health care professional to have her scar tissue checked. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched display window.